Event description:
Multiple low readings in the evening and at night over the last 90 days. I stopped taking my metformin at night because the low readings would alarm all night causing me to eat more carbs and sugar during the day and evening.